Event description:
We received an allegation of questionable ise results for 1 patient's plasma sample tested on a cobas 8000 ise module. Results for the following tests were affected: sodium (na), potassium (k) and chloride (cl). Sample 1 (patient 1) run on (B)(6) 2023: na: initial result: 155 mmol/l. Repeat result: 139 mmol/l. K: initial result: 5.4 mmol/l. Repeat result: 4.8 mmol/l. Cl: initial result: 90 mmol/l. Repeat result: 102 mmol/l. The provider questioned the initial results and the sample was then repeated.

Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. The calibration was performed on (B)(6) 2023 and on (B)(6) 2023 with no alarms noted for all three ises. Qc recovery was within range. No indication of a performance issue with the reagent. The alarm trace noted multiple alarms including sample short, abnormal aspiration, and water reservoir level too low alarms. The field service engineer (fse) found that the ise vacuum nozzle was bent. He replaced the vacuum nozzle and conditioned the electrodes. The fse did ise checks and it was performing within specifications. He also did calibration and qc and they were acceptable. Precision studies were performed and they were within specifications. The root cause was due to a bent ise vacuum nozzle. The service actions (replacing the vacuum nozzle and conditioning electrodes) resolved the issue. No further issues were reported afterward.